Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data and did not identify any issues that could explain the syncopal event. The patient does not require very much pacing therapy in either chamber. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had presented to the emergency room following a syncopal event. No adverse patient effects were reported.